Event description:
New information received indicated that the pacemaker is in backup mode and the pacemaker unable to be interrogate.

Event description:
New information received indicated that the pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was at end-of-life voltage level was when received. Device output was not available, consistent with low battery voltage condition. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. The device was implanted for 15.75 years which exceeded its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported that the pacemaker was found in the backup mode. No programming changes were made. The patient was stable.